Event description:
During a remote follow-up, inappropriate high-voltage (hv) therapy was delivered by the device due to an incorrect interpretation of signal resulting in patient dizziness and dyspnea. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.